Manufacturer narrative:
On (B)(6) 2011, additional info was received in the form of qa results without a lot number. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Knee pain [arthralgia]. No pain relief [therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a (B)(6) male pt initials (B)(6), with osteoarthritis. The pt's medical history is significant for osteoarthritis. On an unspecified date in (B)(6) 2011, the pt initiated synvisc treatment in the right knee. The total number of injections received was not provided. The pt reported that he did not experience any pain relief and the knee pain got worse after receiving the synvisc injections. The pt received cortisone injections on (B)(6) 2011 as treatment. At the time of this report, the outcome of the pt was not known.